Event description:
Initial troponin result for a pt sample was reported as 0.242 ng/ml. When repeated, the result was <0.010 ng/ml. The field service representative found the positioning was incorrect for the s/r arm causing short sampling. He repaired the instrument by replacing the s/r arm.